Event description:
Device was implanted in pt to allow for administration of a clinical trial drug on (B)(6) 2012. On (B)(6), the pt reported to treatment site for scheduled dose of clinical trial drug. The device could be accessed but no cerebrospinal fluid could be drawn through the system. On (B)(6), the pt received dose of clinical trial drug administered via lumbar puncture. On (B)(6), surgical exploration was performed which showed the catheter portion of the device had fractured in two places. The device was explanted and a new access device was implanted. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.